Event description:
Pt admitted to hosp for removal and replacement of bilateral ruptured silicone gel breast implants and total capsulectomy. Polyurethane foam was found located in a subglandular pocket. Original breast implants were placed in 1990 for cosmetic reasons. MFR unknown. Pt has possession of removed breast implants.